Manufacturer narrative:
Pt info not provided as no pt was involved in this concern. RMA issued. Returned part inspected and as reported, there is bone matter stuck in the instrument. Replacement part shipped (B)(4) 2011.

Event description:
A medtronic rep reported bone stuck in the 6.5 tap and site sterilization is unable to remove it. This event did not occur during surgery. There was no pt present.